Event description:
A medtronic representative reported that a site alleged intermittent tracking and reduced volume with their axiem emitter. The medtronic representative recommended checking positioning and checking for metal in the field. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, reported the emitter cable was stuck inside the axiem box and would not come out. Testing could not be performed. RMA issued. Replacement field generator shipped to site (B)(4) 2014. Suspect field generator returned on (B)(4) 2014 and is currently under analysis. Investigation results not yet available. RMA issued. Replacement axiem portable shipped to site (B)(4) 2014. Suspect axiem portable returned on (B)(4) 2014 and is currently under analysis. Investigation results not yet available.

Manufacturer narrative:
The suspect axiem unit and emitter were returned for evaluation. Findings as follows: axiem unit: the axiem unit was connected to a test system with the ent application for a 72 hour period. Registration, tracking, and accuracy looked normal on all 8 tool ports. Able to verify a registration probe with an error of .8mm. Able to track thru the entire phantom head volume with all tabs in green status. The unit passed the pegboard accuracy test. The field generator could not be disconnected from the axiem unit. Emitter (field generator): verification, tracking, and accuracy with this field generator looked normal. Able to navigate the entire phantom head model with the furthest distance being about 13 inches. Flexing the cable does not indicate any intermittent opens. The emitter passed the pegboard accuracy test. The field generator could not be disconnected from the axiem unit. It is possible that the connector was out of round before it was connected to the axiem. No further subsequent issues have been reported from the site following the replacement of the above parts in the system.